Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported was not confirmed/duplicated. A review of the repair history shows the device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service inquiry that the customer high-definition liquid crystal display monitor has a no image defect, image blacks out. The reported problem was found reprocessing. The scheduled procedure was completed with another similar device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image¿ was not duplicated, and the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.